Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the outer box of bd¿ syringe e/t was labeled as 60 ml syringe, but when the box was opened, the syringe was 50 ml. Customer¿s verbatim: ¿I spoke with customer service regarding my issue and submitted claim#(B)(4) to this queue. Our customer received item 300866 (60ml) qty 1 cs from our warehouse that ships as (not repackaged by (B)(6)) is. This arrived at our (B)(6) warehouse via your po#(B)(4). The item shows 60ml description but when the customer opened the box it has 50ml and opened the item to confirm this as well. I have attached photos of the item received and the box the item arrived it which shows the item they ordered but also has 50ml on it. ¿

Event description:
It was reported that the outer box of bd¿ syringe e/t was labeled as 60 ml syringe, but when the box was opened, the syringe was 50 ml. Customer¿s verbatim: ¿ I spoke with customer service regarding my issue and submitted (B)(4). To this queue. Our customer received item 300866 (60ml) qty 1 cs from our warehouse that ships as (not repackaged by vwr) is. This arrived at our ga warehouse via your (B)(4). . The item shows 60ml description but when the customer opened the box it has 50ml and opened the item to confirm this as well. I have attached photos of the item received and the box the item arrived it which shows the item they ordered but also has 50ml on it. ¿

Manufacturer narrative:
Investigation: two picture samples was received for evaluation by our quality engineer. Upon visual inspection of the picture sample, no manufacturing related defects were observed. A device history record review did not reveal any quality issues during the production of lot number 1801287. Catalog number 300866 belongs to 50/60ml bdtm eccentric slip tip syringe ce mark sterile, single use syringes. The marking scale of the syringe goes up to 60ml, but the nominal value of the syringe is 50ml. If the scale is extended beyond the nominal capacity, the extended portion must be differentiated from the rest of the scale. In this case, it is differentiated by encircling the scale number of the nominal capacity line, 50ml. As the labeling of this product is according to bd specifications, there are no defects to the product.